Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician suspected that the implantable cardioverter defibrillator (ICD) inappropriately detected episodes of atrial fibrillation (af). Programming recommendations were given, and the ICD remains in use. No patient complications have been reported as a result of this event.